Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 54 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include dizziness and loss of consciousness. Once at the hospital the patients pod was removed. The patient reports taking glucose tablets but does not recall treatment provided during hospitalization.. The patient was released from the hospital after 15 days. No further information has been provided as to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.